Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen became frozen on the bolus screen. In addition, it was reported that the touch screen was delayed in responding to touches. There was no reported impact to the customer's blood glucose level. Customer continued using the pump for since therapy.